Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023 at around 11:00pm, the pediatric patient was lightheaded and lost consciousness. The cgm was displaying 400 mg/dl and when a bg was checked it was 48 mg/dl. The patient's parent provided the patient candy and 1oz of yogurt. They called for an ambulance and after 25 minutes, they arrived. They tested the patient's bg and it was 117 mg/dl. The patient did not need to go to the hospital as per the parent, they were doing good when the paramedics arrived. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.